Manufacturer narrative:
The reported event could not be confirmed, as the device was not returned for evaluation and no additional evidence was provided. Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as clinical status, exact symptoms, range of motion of the patient, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, statements regarding the patient, the procedure, or the device in relation to the cause of failure cannot be provided. More detailed information about the complaint event and the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material-, manufacturing-, or design-related problems were identified during the investigation. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar components for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.